Event description:
It was reported that a malfunction occurred with the pump, indicated by the malfunction code 12. There was no reported impact to the customer¿s blood glucose level, and the specific glucose value was not disclosed. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise.